Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion being treated was located in the left anterior descending (lad) artery. The pt presented with an acute myocardial infarction (mi). The physician was unable to get the 2.50 x 16mm taxus express2 drug eluting stent to cross the lesion. When the stent was pulled out, the physician saw a stent strut sticking up on the proximal end of the stent. The procedure was successfully completed with another taxus stent. No pt complications were reported. Pt status reported as "ok".